Manufacturer narrative:
(B)(4). Based on the preliminary evaluation of the returned device sample it is observed that the swing wire guide was kinked. This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports that the dilator was unable to be inserted in patient. Therefore, a new kit was opened.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide assembly and introducer catheter from a catheter-over-needle assembly. Visual examination of the guide wire revealed one kink near the distal j-tip. The introducer catheter was examined and no deformities or anomalies were identified. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The kinked area is located 579mm from the proximal end. The spring-wire guide would not pass through the introducer catheter hub at all orientations. After functional testing, the hub of the introducer catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. The defect is consistent with the defects documented on a previously opened CAPA. A device history record review was performed and no relevant findings were identified. Other remarks: the customer complaint of guide wire and catheter resistance was confirmed by functional testing. The guide wire was not able to pass through the introducer catheter at all orientations. When the introducer catheter was cross-sectioned, a defect was identified in the catheter. This defect observed is consistent with defects documented in a previously opened CAPA. The CAPA corrective actions were implemented sept2017, after this product was manufactured.

Event description:
The customer reports that the dilator was unable to be inserted in patient.therefore, a new kit was opened.